Event description:
End user reported she tried stomahesive paste about (6) six weeks ago with her hollister wafer. She experienced itching/burning and removed wafer to find red skin with a few non-broken blisters where paste had been.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user discontinued stomahesive paste. End user reported she cleaned skin with water and applied stomahesive powder and 3m no sting barrier hollister, adapt paste and her hollister wafer. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.